Manufacturer narrative:
An investigaton is currenlty underway. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that the catheter body and hub is broken. The catheter was pulled and replaced with a new one.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. The product sample consisted of one palindrome 14.5 fr dual lumen hemodialysis catheter. After a visual inspection, two holes were found below the hub. During functional testing (underwater test), bubbles were detected coming out below the hub, from the lumen which corresponds to the arterial extension. The lumen corresponding to the venous extension did not show bubbles during the test. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The catheter functioned as intended for about 2 years and 4 months. The catheter was more likely damaged during use. The most probable root cause could be due to over bending or excessive leaking. The event occurred before the implementation date of actions related to a corrective and preventative action. It was defined that this event is being handled through this CAPA and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.